Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (267 mg/dl). The customer was unsure of the cause for elevated bg levels; however, the customer may have forgot to deliver a bolus prior to eating. Reportedly, the customer delivered a bolus to address elevated bg levels.